Event description:
Per the oos, during a pocket revision, the lead was observed to have a fracture of the hv-2 wire/insulation. The lead was inadvertently thrown away. This lead was replaced with another linox sd 65/16. This lead was not returned.